Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of both tibia and the talus. Clinical reason is pain, stiffness of ankle, loosening of tibia and impingement of the talar component at gutters.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could not be confirmed since the device was not returned for evaluation and evaluation of CT imaging did not find evidence of loosening of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿together with the information provided by the treating physician the following assessments/statements can be made. There is a little bit of radiolucence around the tibial component, no relevant cavities, no cysts. In my opinion no loosening, nor migration. ." Based on investigation, the root cause was attributed to a patient related issue. The event was caused by radiolucence around the tibial component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of both tibia and the talus. Clinical reason is pain, stiffness of ankle, loosening of tibia and impingement of the talar component at gutters.